Manufacturer narrative:
H10: received one new list# 52510-15, triox¿ svo2/cco pa catheter, 8f, 110cm, j-tip, heparin coated, lf. Lot #4094920. The reported complaint of "leaking from the insertion site" could not be confirmed. A new triox svo2/cco set was sent back for evaluation. No visual anomalies were observed. The proximal and dtpp lumens were pressure leak tested and no leaks were observed. A device history review (DHR) lot# 4094920 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
Device available for evaluation: the date was inadvertently populated as (B)(6) 2020. The device was received on 2/14/2020 for investigation. The investigation is not yet complete.

Event description:
The event occurred on an unknown date. The event involved a triox¿ svo2/cco pa catheter, 8f, 110cm, j-tip, heparin coated, lf that the customer reported the patient¿s right neck was slightly swollen at the pa (pulmonary artery) catheter insertion site. The patient was evaluated immediately and complained of pain at the site. Fluid was noted leaking from the insertion site and after the dressing was removed, the catheter had fluids leaking out of the lumen. The rn and the resident verified the introducer sheath was the appropriate item used for insertion. The doctor stated that he was manipulating the catheter and felt a few drops, so he assumed the catheter was leaking by proximal to the insertion site. No more information was provided.